Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 09:40:17. During night drain cycle five, the patient's ultrafiltration reading was 794ml, indicating the home patient (hp) drained 644ml more than their maximum programmed fill volume of 1000ml. No further information was available.